Event description:
It was reported to boston scientific corporation that after successful placement of the first mesh leg in the patient's sacrospinous ligament during an anterior pelvic floor repair procedure using an uphold vaginal support system, the suture with the needle at the end detached from the second mesh leg at the point where it meets the dilator, when the physician was pulling it out of the patient's vagina with the capio device. The detached lead suture and needle were captured inside the capio device. The second mesh leg needed to be repositioned, but the physician could not reposition it without the suture. Therefore, the physician removed this device and completed the procedure with another uphold vaginal support system, without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.